Event description:
Uvb light box malfunctioned leading patient to burn. Patient with skin type 1 burned after going into unit for 3 minutes. Patient received clearlink controller, but was able to enter his own time after initial treatment. Patient burned significantly enough to ask provider for recommendations on how to treat his burn.